Event description:
The following text describes the available info on the incident: the case involved an extended amount of time and surgical intervention. The pt had a history of a triple coronary bypass, renal and respiratory insufficiencies. The pt's arteries were slightly calcified and not extremely tortuous. There was no apparent stenosis observed on the superior mesenteric artery. The inferior mesenteric artery also appeared to be in good condition. There was a neck angulation of 30 degrees. The diameters of the iliac arteries measured 12mm and the diameter of the proximal neck measured 26mm.the introduction of the super stiff wire was fine. The expandable sheath had no access difficulty. There were no major issues involved when the ancure delivery system was inserted. The insertion involved three rotations of the device. The wires became twisted. The physician attempted to rotate the device in the aorta but was not able to resolve the wire wrap. The device was removed from the pt and rotated outside the pt to resolve the wrap. Reinserted the device and there was still one wire twisted. The physician rotated the device inside the aorta and resolved the final wire wrap. The sheath was being removed under continuous irrigation with a syringe. During the removal of the sheath, a "click or pop of the ring (superior capsule)" was heard. When the physician attempted to deploy the contralateral portion, it was impossible to retract the pull ring. Use of a guiding catheter was not possible. The physician checked on the monitor to observe for any irregularities. He noticed under higher magnification "a piece of the catheter (most likely the metallic distal ring) could be observed in the graft. Thus, explaining why it was not possible to pull the contralateral portion. The physician decided to remove the graft entirely. Attempts to retrieve the graft were unsuccessful. He then decided to pull back the graft into the iliac artery under fluoroscopy control in order to surgically remove the graft. He made a mid-half line incision. After cutting the graft and catheter, they were successfully removed. He then performed an iliofemoral bypass. A proximal anastomosis was performed but a distal anastomosis was not. The physician decided to use a second graft. Model# 13440: there were no problems involved with the introduction of the second delivery system. He performed a verification of the graft placement using an angiogram. The positioning of the renal arteries was excellent. While verifying the positioning of the graft in the proximal neck, there was an unidentified problem that occurred with the angiogram. The position of the graft in the proximal neck was unable to be verified however still deployed and implanted. The remaining of the procedure was fine. He then was able to perform a verification of the graft placement using an angiogram. The results showed that the aneurysm was excluded. The graft did not reach the aneurysm. There was no tube available. After a long discussion, the physician decided to proceed with another graft implant inside the implanted graft. Model# 13439: the introduction of third graft was fine. There were no problems deploying the graft. The angiogram showed that the proximal and ipsilateral limbs were placed appropriately and no problems were observed. However the angiogram results for the contralateral limb showed very low blood flow in the left limb. There was a twist noticed in the contralateral limb. The twist could not be resolved. The physician attempted to re-dilate the limb but no success. The pt had a very weak pulse. The pt had an ischemic condition on left side. The physician decided to convert the pt. While on the operating table prior to the conversion, the pt had a cardiac arrest. The physician performed 20 minutes of cardiac massage. The pt died at 1900 hours 40 minutes. Statement from the physician: pt's critical clinical status (triple coronary bypass, renal and respiratory failures), compassionate indication as the pt could not be processed through conventional surgical procedure. After sds in place, retraction of the sheath appears incomplete and the deployment of the prosthesis is not possible. Removal of the sds, introduction in place of the second sds, correct deployment but position is too low inducing an incomplete exclusion of the aneurysm (due to short collar: 10mm). Decision to implant a prosthesis inside the previous one, introduction and deployment correct, except a weak flow in contralateral side. An interfemoral bypass is done; pt is discharged to ICU in good condition. Several hours later an ischemia due to embolism of the left superficial artery. It is decided to proceed to a thrombectomy but cardiac arrest could not be recovered, pt finally died.